Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. No further information was provided on the reported issue. Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Follow up 01/16/2016: it was reported that the customer's death may have been due to an aneurism or congestive heart failure; however, an exact cause was not provided.

Manufacturer narrative:
Follow-up 2/18/2016: it was reported that the customer's cause of death was a massive heart attack.